Event description:
A peritoneal dialysis (pd) patient contacted (B)(6) customer service to report an issue. The patient mentioned an allergic reaction to island dressing received a year ago. The patient still has island dressing at home, but she was at work and not able to verify lot number. The patient involvement was unknown, however there was no harm or adverse event reported. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".